Event description:
During a percutaneous coronary intervention the physician was unable to deliver a 4.0/28 boston scientific promus premier drug eluting stent to the lesion site in the right coronary artery. As the stent/delivery balloon was withdrawn into the guiding catheter, resistance was felt and the stent was dislodged from the delivery balloon catheter. The entire system, (guidecatheter, guidewire, and stent and delivery balloon) was removed from the pt as a unit. A new guidecatheter, guidewire, and stent system was then used to complete the procedure. The pt experienced no complications or adverse events.